Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation alleges pain and elevated metal ion levels. Update rec¿d 04/02/2014 - sales rep reported revision surgery. Patient was revised to address cup loosening. This complaint was updated on: 04/24/2014. Update rec¿d 5/14/2014 - medical records received. Patient revised to address metallosis. Upon revision, corrosive debris suggesting trunnionosis was noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 06/04/2014.